Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, there was difficulty removing the stylet from the lead. The lead was explanted and replaced. The patient was stable following the procedure and there were no adverse consequences.